Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and was not seeing glucose readings shortly after insertion, and pairing to the responsible device was not identified; the agent instructed the user to toggle settings and re-enter the sensor serial number, and the user planned to call back if the sensor did not complete warmup. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no clinical injury or medical intervention. User support included remote troubleshooting and education focused on device pairing and sensor warmup behavior. Investigation of this case revealed that the event was consistent with initial warmup and pairing failure, with no confirmed hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or connectivity-related during sensor startup.

Manufacturer narrative:
Initial.